Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 4 days and intraperitoneal), cefoperazone injection (1 gram, intraperitoneal,once a day) and amikacin injection (125mg, intraperitoneal and once daily) for peritonitis. At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.